Manufacturer narrative:
All of the buttons functioned properly. No damage was noted in the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted during the visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during the basal delivery. The blood glucose reading was 248 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI and had not been dropped. She was assisted with clearing the alarm but stated that she was unable to rewind the insulin pump. Nothing further was reported.